Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Please describe. Can you please clarify what was meant by, ¿poor stapling of the other clamp lines¿? Were the other clamp lines (staple lines) interrupted/missing staples? What was the product code of the stapler ((B)(4), etc.)?

Event description:
It was reported that during a gastroplasty procedure, there was no "b" formation on the internal staples lines, poor stapling of the other clamp lines. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there any consequence for the patient or change in the postoperative care of the patient as a result of the event? If yes, please describe. - adverse event intra-op. Severe bleeding. It was necessary a special care and also the use of hemostatic. It was also required an over suture reinforcement. As we do not have access to the post-op. I do not know if there was any special care regarding the patient. Can you clarify: "poor stapling of other staple lines"? There was an efficient "b" formation in only a few staples and in others there were not even a closing. That is, some closed well, some closed poorly and others didn´t even closed. What was the stapler product code (plee60a, pse60a, ec60a, etc.)? Ec60a per photographic evaluation: one picture was provided; picture received shows a staple partially formed over a gauze. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch number: n56y7m. Investigation summary: the analysis results showed that one ecr60g cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.